Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.

Event description:
The product was used for lens replacement, reportedly, the suture was cut in half. No pt injury was reported.